Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging their onetouch delica enhanced lancing device had penetrated too deep. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) listened back to the call. The patient reported that the product issue began on an unknown date and time. The patient alleged he had to increase his testing due to obtaining unknown error messages on his verio 2 meter. As a result of these error messages the patient had to prick his fingers more frequently and on one occasion this resulted in an "infection to his finger from a finger prick. The patient manages his diabetes with oral medications, diet and exercise and on (B)(6) 2015, 11:30pm" the patient attended emergency room (ER) where he was treated by a health care professional (hcp) with lidocaine to numb his finger and had puss removed from the infection with a syringe. He was also given "12 acetaminophen- hydrocodone tablets" as a pain killer. At the time of troubleshooting the cca noted that there was no misuse of the product, gauge 30g lancets were being used for testing and the patient was unable/unwilling to answer if the product issue was resolved with trouble shooting. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient suffered a serious injury after the alleged issue began.